Event description:
It was reported that the asymptomatic patient presented for normal follow up. Post paced t wave oversensing was observed on stored egms. Programming changes were recommended. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.